Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins was non-functioning for a while. It was known that the device was working in 2009. No further information was provided as the patient was in search of a new healthcare provider. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.